Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range shock impedance measurements. The patient was seen in-clinic and all other lead parameters were observed to be stable and normal. No noise or impedance jumps were seen during maneuvers. The health care professional (hcp) elected to increase the shock impedance cutoff alert to 150 ohms and continue with standard follow-ups. No adverse patient effects were reported. This lead remains in service.